Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they can't get the recharger to charge since monday. The green light is on the docking station. All three of the battery lights are scrolling and green. Patient doesn't keep the recharging device in the dock when not in use. On the call had patient put the recharger in the charging dock and press and hold the power button down for 10 seconds. Patient removed the charger from the dock and tried to turn it on. The lights didn't come on. Had patient try holding the power buttons down for 45 seconds. The issue was not resolved through troubleshooting. A message was sent to the repair department to replace the recharger, wr charging cable and wr charging adaptor.